Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra mini meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began on (B)(6) 2014 in the morning at approximately 10:45am while at church. She tested on the subject meter and observed a value of ¿5.3 mmol/l (95mg/dl).¿ the patient tests her blood glucose approximately 4-8 times per day and takes humalog (with each meal ¿ using a sliding scale based on bg result) and levemir (before bed ¿ 18-26 units, based on bg result). The patient denied taking any action regarding her usual diabetes management routine in response to the alleged result. The patient claimed at approximately 10-15 minutes after testing she began ¿feeling unwell, was having trouble concentrating, was also perspiring and then she passed out.¿ the patient claimed that after an unknown time, she eventually came to on her own. Another person was assisting her but the patient does not know what type of assistance was given. The patient stated it is fairly common for her to pass out due to her blood glucose control. The patient stated the last meal she had was 2 hours earlier at breakfast which consisted of her usual protein shake. The patient went home at approximately after 12pm and retested on her onetouch verio iq meter and obtained a value of ¿2.4 mmol/l.¿ the patient self-treated based on the onetouch verio iq meter result with rockets candy immediately after testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/11/2014).the lay user/patient¿s products have been returned, and were evaluated on 06/09/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, performance testing with blood was performed on retain test strips on 10/11/2013. The retain test strips passed the performance testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.